Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd syringe 10ml luer-lok¿ tip the scale markings are missing.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: sample evaluation: one opened 10ml syringes package and one photo were received by bd (B)(4) and reported to be from batch #7178960 (p/n 302995). Sample and photo were visually evaluated. Syringe had missing print vertically in the direction of the grad line. The condition of print in the sample is rejectable per product specification. DHR review for batch 7178960 (p/n 302995): manufacturing dates: 08/02/2017 to 08/06/2017. Batch quantity was (B)(4). Printing records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Missing print was found during production that resulted in printer adjustments and product requalification per applicable aql. Batch 7178960 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. It is possible a limited number with missing print condition escaped detection. Bd was able to confirm the customer¿s indicated failure. A potential root cause is that a damaged/defective print pad and barrel got stuck in the printer. Based on the severity and occurrence a CAPA is not necessary. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.